Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels "an electric wave" that radiates from the patient's arm to the patient's fingers. It was also reported that the patient stated "I feel tingling in my hands, arms, and shoulders." The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient feels "an electric wave" that radiates from the patient's arm to the patient's fingers. It was also reported that the patient stated "I feel tingling in my hands, arms, and shoulders." It was additionally reported that the patient stated "I feel electricity running through my body." The patient feels this sensation in arms, legs, stomach, hands, and especially in the right shoulder by the device. The patient reported to his doctor and the device check turned out ok. The lead remains in use. The patient further reported experiencing "electrical feeling in chest area and in arm" and also stated "I have headaches and fluid retention." The device check was ok. No patient complications have been reported as a result of this event.